Event description:
It was reported that post a successful da vinci s prostatectomy procedure, the patient went into cardiac arrest and expired. Reportedly, the patient's demise was unrelated to the da vinci s surgical system.

Manufacturer narrative:
The hospital was contacted to obtain additional information, however, despite several attempts the site has decided to not provide any information related to this event. No malfunctions of the da vinci s surgical system were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients.